Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Complaint investigation found objective evidence indicating a product problem, thus the complaint is confirmed.

Event description:
A user facility biomedical technician (bmt) reported during dissolution mode and after mixing there were black specks in the granflo concentrate and only two jets were working. The bmt reported smoke was seen in the tank. The bmt was advised to check the pump head to see if it failed and to check under the machine to see if any of the valves had been leaked on and check the electronics for failed components. Upon follow-up, the bmt stated the smoke was observed in the tank and confirmed there was no burnt components, spark or flame noted as a result of the reported event. The bmt stated the power supply and all components were examined and no thermal damage was noted. There was no patient involvement, patient harm, or adverse event reported. The mixer remains out of service pending receipt and replacement of pump assembly and jet valve. It was reported the replaced components were no longer available for investigation.

Event description:
A user facility biomedical technician (bmt) reported during dissolution mode and after mixing there were black specks in the granflo concentrate and only two jets were working. The bmt reported smoke was seen in the tank. The bmt was advised to check the pump head to see if it failed and to check under the machine to see if any of the valves had been leaked on and check the electronics for failed components. Upon follow-up, the bmt stated the smoke was observed in the tank and confirmed there was no burnt components, spark or flame noted as a result of the reported event. The bmt stated the power supply and all components were examined and no thermal damage was noted. There was no patient involvement, patient harm, or adverse event reported. The mixer remains out of service pending receipt and replacement of pump assembly and jet valve. It was reported the replaced components were no longer available for investigation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.